Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the surgical technician reported that the universal surgical manipulator (usm) 3 was rejecting multiple instruments. The site used different drapes to alleviate the issue. Also, the instrument clutch on the usm 3 wasn't allowing the site to advance the instrument so they proceeded to continue the procedure without the usm 3. The staff checked the suspected instrument on the other usm arms, and it worked as expected.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in remote fe, the 25745 error was found indicating fault on the acsb3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the acsb3 was inspected, and no faults could be identified. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure as the product involved is a universal surgical manipulator that has been serviced multiple times since its original manufacture. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 25745 "system detected a usm button is unstable" the probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no product issue. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.